Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
It has been reported that the customer was hospitalized for low blood glucose levels of 32 mg/dl. Customer stated that prior to the event, he was attending a basketball game, and that he woke up in the hospital. The customer also stated that he has had low blood glucose before. The customer further stated that he uses an mmt-399 quick-set infusion set but the original reservoir and tubing have been discarded. Programming was correct. Nothing further was reported.